Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ short pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow when priming and stated this issue happened at least 3 times so 3 pen needles in total affected. Date of event : (B)(6) 2022 where 1 pen needle affected. Samples : available.

Event description:
It was reported that 3 bd ultra-fine¿ short pen needles were unable to prime. The following information was provided by the initial reporter: the consumer reported no insulin flow when priming and stated this issue happened at least 3 times so 3 pen needles in total affected. Date of event: (B)(6) 2022 where 1 pen needle affected. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (3) 31gx8mm bd pen needles from lot# 8003844 (2 unused and 1 used). The customer reported no insulin flow when priming, and stated when the pen needle was removed the non-patient end (npe) was bent. The returned pen needles were examined, and it was observed that the pen needle returned after use exhibited a broken npe cannula, and therefore could not be flow tested properly. The 2 unused pen needles were examined, and it was observed that neither exhibited damage to the npe cannula. Both unused samples were then tested for flow using a test pen injector, and it was observed that both were able to expel properly. Since the damaged sample was returned after use, and no evidence of manufacturing defect was observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken) bd was not able to duplicate or confirm the customer¿s indicated failure (clog) the root cause for this issue is user related. The npe cannula was broken after the user handled the pen needle. Root cause for (clog) cannot be determined at this time as the issue is unconfirmed.